Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer called and cancelled the service request as it was discovered that the auto-fill failure occurred due to operator error.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated an auto-fill failure. There was no patient injury or adverse event reported.

Manufacturer narrative:
The date received by manufacturer should have been (B)(4) 2017.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated an auto-fill failure. There was no patient injury or adverse event reported.